Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports (same patient, same event, different products). Other mfg report numbers: 3014334038-2024-00083 3013886523-2024-00122 a facility reported a patient had a cerelink sensor placed (ID 826850). The sensor was used with cerelink monitor (ID 826820) and cerelink cable (ID 826845) . The problems started immediately with a decompressed patient: at a certain point the monitor started giving an error and the value of the pressure disappeared. The patient was critical and the event led to a delay in measuring the intracranial pressure (icp). Therefore, medical staff retrieve the system. The patient died; however, the facility confirmed, the death is related to the patient's critical condition (polytrauma).

Event description:
N/a.

Manufacturer narrative:
The cerelink icp ext cable was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.